Event description:
It was reported that the images from the 9800 system would not save to pacs. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. There were changes made to the vlan through the hospital, during the service call. The system was tested and found to be working as intended and put back into service.